Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported it was hard to get the recharger antenna into the correct position to charge. The patient stated the ins has been moving over to her side and this has gotten worse in the past 4 months. The patient had an injection procedure for her back and reported the doctor stated the leads appeared bunched up and "there are loops in the lead wires all over the place." The patient stated this information was communicated to her doctor. The patient was redirected to her hcp. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.